Event description:
Information received by medtronic indicated that the insulin pump had a cracked at the battery compartment. Troubleshooting was performed. Customer stated that the insulin pump had neither been bumped nor dropped. Customer stated infusion set and reservoir did not show signs of damage. Retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. Insulin pump alarmed critical pump error after battery installation. Unit successfully downloaded using thump. Verified critical pump error due to consecutive pump error 63 (variable 15) ( esf#3926732 file#49 line#19208) alarms in the pump history download on (B)(6) 2022 on 02:57 pm due to hardware defect. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. Unable to perform force sensor zero offset test due to moisture damage on force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube), stained serial label, dried insulin motor slide. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed due to pump error 63. Pump error 63 is confirmed due to hard ware defect. Cosmetic damage is confirmed at battery compartment. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.